Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation primary with two 400cc mentor memorygel breast implants has experienced bilateral ruptures, and unexplained systemic symptoms postoperatively, including pain, inflammation, rheumatoid arthritis, bone, and muscle pain, and fatigue. The patient reported that she had a lot of inflammation on the body, symptoms of rheumatoid arthritis, a lot of bone pain. The patient stated the silicone went into the bloodstream, unable to know why the body inflammation was high, a lot of fatigue, and muscle pain. Patient had unbearable pain. As a result, patient underwent bilateral replacements with non-mentor prosthesis on (B)(6) 2020. The patient symptoms subsided after the surgery. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses, rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses, rupture. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation primary with two 400cc mentor memorygel breast implants has experienced bilateral ruptures, and unexplained systemic symptoms postoperatively, including pain, inflammation, rheumatoid arthritis, bone, and muscle pain, and fatigue. The patient reported that she had a lot of inflammation on the body, symptoms of rheumatoid arthritis, a lot of bone pain. The patient stated the silicone went into the bloodstream, unable to know why the body inflammation was high, a lot of fatigue, and muscle pain. Patient had unbearable pain. As a result, patient underwent bilateral replacements with non-mentor prosthesis on (B)(6) 2020. The patient symptoms subsided after the surgery. This report relates to the right prosthesis.